Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
18g IV catheter- failed blood control valve. (B)(6) 2026 no impact to the patient but the nurse got exposed to a significant amount of blood when the valve didn't work. Yes, there was a delay in treatment due to the clean-up but the line was able to still be used and patient to get their procedure.